Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty stopper x."

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty stopper x2."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 2 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed foreign matter on the side of the stopper. Therefore, bd was able to confirm the customer¿s indicated failure mode of foreign matter with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.